Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 visual examination of the provided pictures identified a hair in the packaging. It's not possible to know how the hair arrived in the packaging. Furthermore, the packaging is opened. The "unknown dirt" cannot be seen on the picture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg rt md size 3 PMA; item# 159575; lot# 7703962. G2 - foreign: norway. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure the surgeon noticed debris in the sterile packaging of two bearing implants. Both implants were of the same product identification. The surgery was completed with another product. This event is related to a malfunction that could potentially lead to a sterility issue or serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.